Event description:
The patient experienced discomfort at the ipg site and as such surgical intervention was undertaken on (B)(6) 2024, where the ipg was replaced, and therapy was restored, and the issue of pain addressed.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.